Event description:
Customer reportedly had low blood glucose symptoms with blood glucose result of 160 mg/dl obtained on the advantage system. Emt's arrived 15 minutes later and obtained a result of 40 mg/dl on the professional device; customer was treated with glucose and admitted to the hospital. Requested return of suspect device and replacement was sent.